Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has become stuck down and has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer had elevated blood glucose levels (268 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels. Reportedly, customer will continue to use the pump for insulin therapy.